Event description:
It was reported by the user that there is a cut in the cord of the cast cutter and the bare wires are exposed. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event, the cord is cut with wires exposed, was confirmed. Through visual inspection, the service technician noted that the cord was cut with bare wires exposed. Device was repaired and returned to the customer after passing the final inspection.

Event description:
It was reported by the user that there is a cut in the cord of the cast cutter and the bare wires are exposed. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.